Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 90-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non fasting and produced test results of 186 and 190 mg/dl. The product is not stored according to specification. The test strip lot manufacturer's expiration date is 5/20/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history (date / time not set): 100mg/dl (B)(6) 2015 12:14:00 pm fasting:no; 86mg/dl (B)(6) 2015 07:56:00 am fasting:yes; 118mg/dl (B)(6) 2015 10:18:00 pm fasting:yes; 90mg/dl (B)(6) 2015 09:56:00 pm fasting:yes; 132mg/dl (B)(6) 2015 09:01:00 am fasting:yes. Customers concern: customer is concerned with the result of 86mg/dl on (B)(6) 2015. Customer is called concerned with low blood results. Customer say when she got the low result she did not have any symptoms. She felt a little shaky but she was nervous. She knows the symptoms of low results and if her sugar was low she would get sweating, dizzy, also faint and she felt nothing. Customer tested at the radiology place and they ran a blood test and the result was 163mg/dl. Customer did the test 1.5 hours later.